Event description:
After rotablation, the physician wanted to pull back the burr, the wire started rotating and injured the vessel. The tip of the guide wire was lost in pt. The tip was not retrieved.